Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue, user is testing with expired test strips (8/22/2016).

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 104 to 125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/22/2016 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stated that opened the container of test strips "a very long time ago" and keeps the meter and strips in the bedroom. Upon verifying the customer's supplies, the customer's test strips are expired.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: sample issue.

Event description:
Costumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 104 to 125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/22/2016 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set correctly): lo (B)(6) 2016 12:08 am fasting: yes, lo (B)(6) 2016 12:00 pm fasting: yes, lo (B)(6) 2016 06:27 pm fasting: yes, 112mg/dl (B)(6) 2016 08:01 pm fasting: yes, 78mg/dl (B)(6) 2016 10:23 am fasting: yes. Customer stated that opened the container of test strips "a very long time ago" and keeps the meter and strips in the bedroom. Upon verifying the customer's supplies, the customer's test strips are expired.